Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the clip did not come out before the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device was used as usual.